Manufacturer narrative:
Of the reported four malfunctions, lot number were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all four malfunctions. Therefore, the investigation is confirmed for the reported malposition of device and patient device interaction problem for all four malfunction. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model md800j vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from a various sources. All four malfunctions involved patient with no patient consequences. Of the four patients, one was male and two were female, all four patients age ranged from 58-74 years. All other patient details were not provided.